Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was right atrial (ra) lead undersensing during arrhythmia episodes. It was further reported there was suspected right ventricular (rv) lead undersensing during ventricular tachycardia (vt)- non sustained/ventricular fibrillation (vf) episodes and rate were at times below programmed detection. Resuscitation was performed including chest compressions. The patient received high voltage therapy and the arrhythmia converted. The leads remain in use. No further patient complications have been reported as a result of this event.